Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer was assisted with blank display troubleshooting. The customer¿s blood glucose level was 175mg/dl at the time of the incident. Troubleshooting did not resolve the issue and display did not return. The customer was advised to let the pump rest for two hours. The customer called back and the insulin pump's display did not return. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. Unit was received with corroded battery tube. No moisture damage on electronic and motor assembly noted.